Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient tried to press the buttons to deploy infusion set and it did not insert, event occured on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.